Event description:
Kimberly-clark received a report stating that the patient was admitted with c3 and c4 spinal injuries sustained from diving into the shallow end of a pool while intoxicated. The need for a bite block was agreed upon based on the patients agitated behavior. The patient was reportedly aggressive and agitated with frequent head movements. It is reported that the hospital recently started using the hollister anchorfast guard oral endotracheal tube fastener. The patient was intubated with a microcuff 7.5 (french size) endotracheal tube on (B)(6) 2014, it is unclear at what point during the intubation the anchorfast guard oral endotracheal tube fastener was attached to the 7.5 (french size) microcuff endotracheal tube. After 6-days of being ventilated the patient was able to bite through the endotracheal tube and the hollister anchorfast guard oral endotracheal tube fastener. The clinicians used magill forceps to retrieve the severed half of the device from the patient's airway. The patient went into cardiac arrest, was resuscitated and reintubated. There was no reported patient injury as a result of the incident. No additional information was provided in regards to the patient's status

Manufacturer narrative:
(B)(4). Evaluation of the returned complaint product is in-progress. A review of the device history record is not possible as no lot number was provided. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).